Event description:
The atrial lead was returned to the manufacturer after being explanted due to a fracture. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary distal conductor fractured. Full lead in segments returned and analyzed.